Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Rubber particles where clearly visible. Event occurrence date ¿ monday 28th. Lot number ¿ not available. Hospital not providing the lot number of the product as they discarded the product.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one video was provided to our quality team for investigation. Throigh visual inspection, a grey foreign matter was observed floating within the fluid. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Manufacturing equipment is protected to avoid particles from generating during movement of the pieces within the machines and equipment undergoes daily cleaning according to procedure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As the lot involved in this incident is unknown, a device history review could not be performed. Without the physical sample, characterization testing cannot be performed to identify the specific composition, therefore we cannot identify a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.